Event description:
It was reported that the patient sustained trauma to his chest which required a median sternotomy to drain a bloody pericardial effusion and replacement of the patient's existing right ventricular (rv) lead. The right ventricular (rv) lead was replaced. Attempts to obtain additional information regarding the trauma the patient sustained were unsuccessful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pericardial effusion was most likely a result of the sustained trauma the patient experienced.